Manufacturer narrative:
Outflow graft with unknown serial number was not returned for evaluation. Review of outflow graft device history record could not be conducted since serial number is unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a traumatic outflow graft (ofg) dislocation with subsequent major bleeding. Details regarding the patient¿s symptoms, the results of any diagnostic testing or of any treatments provided were not reported. The event was reported to have been resolved on (B)(6) 2013 after the treatment was provided. No further information has been provided.